Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2008; 429878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery for the cardiac resynchronization therapy defibrillator (crt-d) was depleting faster than expected. The device remains in use and no further action has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.